Event description:
The customer reported that the left monitor would not display an image and the x-ray on lamp would not work. No patient injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The left monitor and the x-ray lamp were replaced. The system was tested and operates as intended.